Event description:
While patient was positioned in stirrups for cysto; r stent insertion, left leg stirrup fell to floor and patient's left leg came out of stirrup. Patient's leg was returned to level position, another stirrup and holder were obtained and case continued. It was determined that the wrong attachment for the stirrup was used. No documentation of pain or injury to patient.